Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change-out unrelated to the lead, externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. Lead remains implanted. Patient will continue to be monitored with routine follow-up.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: previously reported h9 should have been z-0457-2012 rather than z0457.

Event description:
Additional information received that indicated the patient's right ventricular (rv) lead was oversensing noise due to the externalized conductors. On (B)(6) 2021, the rv lead was capped and replaced. The patient was asymptomatic and stable throughout procedure.